Manufacturer narrative:
H6: component code : potentiometer code suggested.

Event description:
It was reported that during a 3dimensions procedure an uncommanded c-arm was observed , a field engineer examined the equipment and the c-arm pot and tomo pot was replaced. A c-arm calibration and vta gains calibration was performed, additionally a tomo break adjustment was performed and verified the correct operation. The system met the manufacturer´s specification. No patient injury or staff reported.